Event description:
Additional information received identified the ipg was explanted and replaced with another model.

Manufacturer narrative:
This ipg serial number was included in a field advisory.

Event description:
It was reported the patient¿s ipg is being inoperable. The patient failed to charge the ipg as recommended. Surgical intervention may be taken at a later date to address the issue.